Event description:
The customer reported that a central station alarm failed to audibly alert the staff to a patient condition. The patient died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.